Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive on the abdomen. Patient's mother described the skin reaction as scaly, swollen, dry and itchy. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the affected area with prescription cloderm, prescribed by urgent care physician on (B)(6) 2015. It was further mentioned that patient has been experiencing skin reaction for 3 months. At the time of contact, the patient's reported current condition was good. No additional event or patient information is available.